Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor stopped working and asked for a new sensor occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2020. Data was evaluated and the allegation was confirmed. The probable cause was determined to be the probable cause was determined to be sensor noise. In addition, signal loss was found in connection to the reported allegation. The reported event of a sensor stopped working and asked for a new sensor is reportable based on the finding of signal loss. The probable cause was determined to be signal loss due to the transmitter and app not being able to complete a data transfer. No injury or medical intervention was reported.